Event description:
The optical coherence tomography (oct) catheter was prepped prior to placing in the body, then calibrated while in the body, then placed in patient¿s coronary artery. As the physicians began to start the test, an error message came up on the screen that the catheter had failed and to remove from body.